Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro dissection tip cracked and broke off in the leg. The piece broke off from the proximal end and was retrieved from the original incision. No replacement was used to complete the procedure because it was at the end of the case. The hospital did not report any pt effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A device lot history review could not be performed, as no lot number was reported. A supplemental report will be submitted if add'l info is obtained. (B) (4).